Event description:
Pt was undergoing heart valve replacement. After about 3 hrs and 50 mins of use the oxygenator began to leak and experienced plasma breakthrough; gas exchange remained good. When pt was required to go back on bypass a delay was experienced when the oxygenator had to be replaced. Pt died in or about 3 hrs later.